Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and still attached to the delivery system upon removal. They placed another capsule on the same procedure and it attached successfully. There was no patient and user harm.